Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('ton of pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in legs"), hypoaesthesia ("numbness in legs") and fatigue ("standing exhausts") and was found to have weight increased ("weight gain /body cant sit in chair"). The patient was treated with surgery (eviction on (B)(6)). At the time of the report, the pelvic pain, paraesthesia, hypoaesthesia, fatigue and weight increased outcome was unknown. The reporter considered fatigue, hypoaesthesia, paraesthesia, pelvic pain and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient¿s social media: paresthesia and hypoaesthesia, medical device removal ,standing exhausts and weight gain concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Event medical device removal was updated to ton of pain. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced paraesthesia ("tingling in legs"), hypoaesthesia ("numbness in legs") and fatigue ("standing exhausts") and was found to have weight increased ("weight gain /body cant sit in chair"). The patient was treated with surgery (eviction on april 3rd). At the time of the report, the medical device removal, paraesthesia, hypoaesthesia, fatigue and weight increased outcome was unknown. The reporter considered fatigue, hypoaesthesia, medical device removal, paraesthesia and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient¿s social media: paresthesia and hypoaesthesia, medical device removal ,tanding exhausts and weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Events medical device removal, standing exhausts and weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.